Event description:
It was reported that the screwdriver tip broke off during final tightening of the two medial screws into the zero-p implant. The tip of the broken driver was retrieved, the fragment was suctioned immediately upon being dislodged. The surgeon was able to engage all 4 screws with a torque assembly, and confirmed visually and by radiographs that the screws were sufficiently engaged with no fear of cross-threading or potential for backing out. The surgery was completed with less than 2 minute delay due to fragment recovery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. As received condition of device; two 3.5/4mm stardrive screwdrivers were returned: one with a broken tip, and the other with a twisted tip. Otherwise both drivers were received in good condition with minimal wear. The 3.5/4mm stardrive screwdriver (388.032) is a component of the cervical and anterior thoracolumbar screw removal instrument set which is intended to be used with the cervifix system. Cervifix is a modular tension band system for posterior fixation of the occipito-cervical spine, upper and lower cervical spine and upper thoracic spine. The screwdriver is specifically designed to remove 3.5 and 4mm screws (cervifix technique guide). Drawings for the 3.5/4mm stardrive screwdriver were reviewed: specifically those relevant to the shaft. These drawings were found suitable to determine the intended device design, application and dimensional conformity. The screwdriver was found to have met the drawing specifications. The products were received under the complaint conditions; tip broken intraoperatively and tip functional issue. The screwdriver with the broken tip is missing approximately 2.5mm of the driver tip. The exposed material appears uniform under magnification therefore it is a reasonable to conclude that the failure was not due to imperfections in the material. The screwdriver with the twisted tip shows the tip twisted for the bottom 3mm caused by a clockwise application of torque tightening. The complaint description describes the event as the drivers being used in the final tightening of two medial screws into the zero-p implant. It is clear that the screws were over torqued which caused both drivers to fail. The received drivers are not approved for the zero-p system. They are intended for screw removal for the cervifix system. The zero-p technique guide notes the proper instruments for inserting screws for the system as a stardrive screwdriver shaft and a 1.2 nm torque limiting attachment . A torque limiting attachment is specified to prevent this complaint condition. The technique guide states: ¿caution: the torque limiting attachment must be used. If the torque limiting attachment is not used, breakage of the driver may occur, potentially increasing risk to the patient¿. There is no design issue as the returned drivers failed due to off-label use. After reviewing the related product drawings, complaint history, the design is adequate for its intended use and did not contribute to this complaint condition. The complaint is therefore confirmed. The screwdrivers were used off-label for inserting zero-p screws. The zero-p technique guide specifically notes the necessity of using a torque limited attachment and driver bit when inserting screws to reduce driver failure. As the off-label use led to the failure, the device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient is stable and recovering as expected.